Event description:
The pt originally underwent l3 shortening osteotomy/posterolateral lumbar bone graft due to lumbar kyphosis in 2001. The pt experienced l1 fracture at the fusion end, then underwent l1 osteotomy/posterolateral fusion/bone graft by using rod connector as kyphosis transformation post lumbar compression fracture in 2005. The surgeon found the xia rod to be broken in jan 2006.